Manufacturer narrative:
The nurse believes the pt might have hit the buttons on the side rail and caused the bed to run. The service technician found that the bed functioned as designed and could not duplicate the alleged issue.

Event description:
The pt alleged the bed was moving up and down on its own. No pt impact.